Manufacturer narrative:
Block d4, h4. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: device code a06 is being used to capture the reportable event of loss of visualization.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report number for the exalt model d scope and report number 3005099803-2025-04177 for the exalt model d controller. It was reported to boston scientific that an exalt model d single use duodenoscope was used with an exalt model d controller was used during an endoscopic retrograde cholangiopancreatography on (B)(6) 2025. During the procedure, the exalt model d scope was intermittently unable to be detected by the controller. Visualization was lost while the scope was in the patient. Additionally, the connection between scope and console felt loose and the clicking sound for scope connection was very faint. The procedure was completed with a reusable scope. No patient complications reported as a result of the event.